Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt was unable to increase his scs system stimulation. An sjm representative met with the pt for system interrogation and determined the pt's scs leads had invalid impedances. X-rays taken show the pt's lead had fractured. Surgical intervention may take place at a later date to address the issue.